Manufacturer narrative:
Product event #(B)(4). Testing performed: complaint device: device: plasmablade 4.0 product code (sku): ps200-040 ,serial lot number: # 0206734129 - (B)(4), expiration date: 2015-08; quantity returned: 1; visual inspection: the device was received in a corrugated cardboard box, single bagged in a clear plastic bag, not double bagged in biohazard bags with no paper or bubble wrap to fill the negative space. The device was inside a plastic tray with the tyvek lid unsealed. Lot numbers match the product event page in gch. Minimal blood on device handle. All components appear in place and intact. Electrode has coating missing, chipped, in several places ¿ figure #1 thru figure # 4 buttons have a normal tactile feel. Functional inspection: the complaint lab pulsar ii generator was powered to allow for self-test to be performed. The device was connected to a pulsar ii generator - ps100-102 - eqp # 6794 calibration due date: (B)(4) 2013 and displayed an e5 error code. E5 error code - ¿electrosurgical device has reached end of life¿, indicating that the device was successfully plugged into a generator previously. Used the eeprom connector to bypass the ¿end of life¿ e5 error code. Utilized complaint investigation work instructions 42-10-1020 rev. B, to test for functionality, the complaint device was activated in grounded saline at cut setting 2 and coag setting 1, settings used for testing during manufacturing, with acceptable results. The device was further tested for functionality; the device was activated in grounded saline at cut setting 1-10 and coag setting 1-10 with acceptable results. ¿the device is acceptable if the ¿glow¿ around the edge of the blade is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are actuated¿, which was observed during functional testing of the complaint device per 42-10-1020 rev. B. Utilized product performance specifications - pd-00001 rev. B ¿ plasmablade 4.0 for performance testing for total of 10 minutes ¿on- time¿, cut setting10 for 5 minutes and coag setting 10 for 5 minutes enabling alternation between modes. The device performance was tested using chicken. Time was measured with a control company digital timer - eqp # 676 - calibration due date: 09/2014. Activated device on cut setting 10 for 5 minutes with acceptable performance activated device on coag setting 10 for 5 minutes with acceptable performance. Complaint not confirmed for ¿weak cut¿ since the device performed as intended and met the product specifications for performance during functional testing. Lhr review ¿ documentation review: a review of the lhr for lot # 0206734129 revealed that the lot number was re-worked from a box of four devices to individual devices that originated from lhr # 57541. There were no problems or scrapped devices during manufacturing that can be associated with the stated complaint. Investigation conclusion: the complaint could not be confirmed for the device weak cut performance issue that was stated in the complaint. The device was tested for performance and met the product specifications for performance. The device responded normally during functional testing and when connected to the generator for all activations. No failures were found. No functional issues could be identified to support the complaint during the investigation. It cannot be determined what caused the coating on the device blade to be chipped; it is likely related to handling, assembly and or misuse by the customer as observed during visual inspection. No corrective action will be taken at this time. The complaint will be monitored in gch for future instances. (B)(4).

Event description:
Initial report that device has weak performance (cut/coag) which is deemed to be a non-reportable event, but during analysis of the returned device it was found that the device insulation coating was flaking/peeling/chipping. No patient impact, no patient injury.